Event description:
It was reported by the customer that their insulin pump was alarming battery out limit. Customer stated the insulin pump fell into the pool and after changing the batteries, the device continuously alarms. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces. No moisture damage found on electronic or motor assembly. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.